Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Error log shows compressor failure; also exhalation valve keeps making hissing sounds. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator started auto cycling during patient-use. The customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.